Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device remains within the pt. The delivery pusher was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
On (B)(6) 2013 it was reported to microvention, inc that during the treatment of an aneurysm, the third coil was placed. Upon advancing the final 2 cm of the coil, the microcatheter backed out of the aneurysm. Upon advancing the coil again, the coil came out of the aneurysm and stretched. No incident detail was provided indicating complication, harm or intervention during the initial report. The following incident info was reported to mvi, inc via medwatch report by u.s. Mail from the FDA (B)(4). "The implant coil would not deploy at the intracranial aneurysm and therefore stretched, reaching the femoral artery. The trapped coil was sutured in place." Pt info - pt identifier, age, sex and weight are not available.